Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-24854. It was reported that during the implant procedure noise was noted on both atrial and right ventricular marker channels. There were frequent periods of pacing inhibition noted when the physician was in the process of closing the pocket. The patient is pacemaker dependent, the physician decided to replace the right ventricular lead and the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction d9 date returned to manufacturer should have been jun 29, 2021.analysis was normal. No anomalies were found.